Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.511.206.04s lot: 7l15893 manufacturing site: (B)(4) supplier: früh ag release to warehouse date: 10 aug 2020 expiry date: 01 aug 2030 since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.511.206.04c lot: 62p0926 manufacturing site: (B)(4) manufacturing date: 09-jul-2020 part number: 04.511.206.04c, 1.85 mm ti matrix screw self-tapping/6mm lot number: 62p0926 (non-sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns034699 rev aa met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbr14.00 lot number: 50p7504 lot quantity: 792 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 29-apr-2020 was reviewed and determined to be conforming. Material was supplied to perryman company by hempel special metals; details of the transaction are detailed in note to file dated 28-apr-2020. Lot summary report dated 21-may-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during a procedure, one (1) ti matrix sagittal split plate, one (1) 2.0mm straight plate, and two (2) 1.85mm ti matrix screws were unable to assemble. It was reported that the 1.85mm screw head felt too small for the plate. The procedure was successfully completed. There was a surgical delay of ten (10) minutes. There is no further information available. This report is for one (1) 1.85mm ti matrix screw self-tapping/6mm. This is report 3 of 4 for (B)(4).